Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the venclose evsrf catheter that are cleared in the us. The pro code and 510 k number for the venclose evsrf catheter are identified in d2 and g4. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: five 60cm vcrf catheter received for evaluation. In sample 1, the sample appeared to be unsealed. The outer packaging represents a 100cm catheter and the product labels and catheter inside represent a 60cm catheter. In sample 2 to 5, the sample appeared to be sealed. The outer packaging represents a 100cm catheter and the product labels and catheter inside represent a 60cm catheter. In all 5 samples, the catheter was sealed and were not decontaminated. Based on the evaluation review, the reported device marking, labelling issue is determined to be confirmed. A definitive root cause for the device marking, labelling problem could not be determined based upon the provided information. Labeling review: the venclose labeling documents were reviewed. The sample photos show the product label includes all required product information per these documents for product vcous6f60 evsrf catheter, 60cm and lot 82687668. However, the artwork on the product box shows that the device is a 100cm device. The carton artwork should match with the corresponding artwork on the latex label. G3, h6 (component, method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient was getting prepared for a radio frequency ablation procedure using the venclose catheter. Prior to the procedure, the outer packaging of venclose indicates 100 cm, but the product label shows vcous60f60, which corresponds to a 60 cm product. Upon opening the box, the actual product inside was 60 cm. There was no patient contact.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the venclose evsrf catheter that are cleared in the us. The pro code and 510 k number for the venclose evsrf catheter are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient was getting prepared for a radio frequency ablation procedure using the venclose catheter. Prior to the procedure, the outer packaging of venclose indicates 100 cm, but the product label shows vcous60f60, which corresponds to a 60 cm product. Upon opening the box, the actual product inside was 60 cm. There was no patient contact.